Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that while attempting to support a patient during a code a sensation plus 50 cc intra-aortic balloon (iab) was inserted without any difficulty. After insertion no pressures were able to be obtained with fiber optic possibly from low output or possible damage on insertion during crisis. The ECG tracing was absent. Replacement patches were utilized to determine if this was the cause of the issue however it was not. It was determined that the during the swap of the main cable that it had been frozen by accident. The patient had another code during this incident. Ultimately the transducer pressure source from central lumen was utilized.